Event description:
It was reported that the target lesion was located at in the mid left circumflex artery (lcx) with moderate tortuosity and heavy calcification. The lesion was accessed using a balance middleweight (bmw) guide wire. Pre-dilatation was performed with unspecified 2.0 x 12 mm and 2.5 x 12 mm non-compliant balloons. A xience xpedition 2.75 x 38 mm stent was selected to treat the lesion. However, the stent could not cross to the lesion due to resistance with the anatomy. The stent became dislodged from the stent delivery system (sds) balloon due to the tortuosity and heavy calcification. The xience xpedition sds was retracted and the dislodged stent was retrieved with a snare. A xience xpedition 2.5 x 33 mm stent was successfully deployed. No adverse patient sequela was reported. There was no reported clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.